Event description:
It was reported that the ilet was allegedly destroyed after an attack in the user¿s room, with the device described as broken into pieces and not in the user¿s possession. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to the user¿s health status. Investigation included customer service review of device replacement eligibility and verification of prior return requirements. Investigation of this case revealed that the device could not be replaced because a prior unit had not been returned, and no device evaluation could be conducted due to the device not being available. It was concluded, based on previously established findings for similar reports, that the cause was user-related circumstances external to the device.